Event description:
During a laparoscopic cholecystectomy the er320 was spitting clips. No clips were placed over other clips. Another er320 used to complete the case there was no consequence to the patient.

Manufacturer narrative:
D6; device returned with no lot ID. Visual inspections & results: clip in jaws, damaged jaws, damaged floor, damaged handle shrouds, damaged other, damaged trigger, damaged tube, and damaged weld seams; no. Damaged cutter; na. Damaged feed bar; yes. Damaged tip shrouds; top shroud. Functional tests & results: antibackup functional, firing: feed conform, and jaws: hold clip; yes. Firing: form conform; no. Jaws: inside width at tips; .172. Lockout functional; yes. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of the instrument, it was noted that there was visible damage to the top shroud and the feedbar. Due to the damage to the instrument, the remaining clips fired non conforming. No conclusion could be reached as to how the damage to the instrument occurred. If the jaws are closed over a hard object, or if torque is applied to the instrument, the instrument can become damaged and will not fire or form the clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.